Event description:
Livanova deutschland received a report that compressor of a heater-cooler system 3t made loud noise, switched off and did not start. The issue occurred during maintenance activity. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in mainz, germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Cooling circuit was leaking, suggesting a compressor failure. The unit cannot be used and will not be repaired. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in may 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than year after the upgrade which suggests that the issue is most probably cause by the corrosion and not erosion and occurred overtime independently from the upgrade.